Event description:
The patient underwent a vns generator replacement. The old generator was unable to be interrogated prior to replacement due to a depleted battery. The new generator was implanted, and high impedance was found upon performing multiple system diagnostics. The lead pin was reinserted into the generator multiple times but this did not resolve the high impedance. The surgeon elected to leave the new generator implanted until a lead revision could be performed. No additional surgery is known to have occurred to date to address the high impedance. No additional or relevant information has been received to date.

Event description:
Additional information was received which reported the patient experienced an increase in seizure activity approximately one year ago. High impedance was found at this time as well as a low battery. The patient underwent a revision surgery in which both the lead and generator were replaced. During the surgery, generator diagnostics were performed with a test resistor and all results were within normal limits. The lead was visually inspected during the surgery and no gross discontinuities or fluids within the lead tubing were identified. Additionally, scar tissue was noted on the nerve around the electrodes. Based upon the available information that generator diagnostics were normal with the test resistor, the significant age of the lead (16 years), that the high impedance was seen with the previous generator, and that the high impedance did not resolve until replacement of the lead it is likely that a lead fracture was present. The explanting facility does not return explanted devices due to the facility's policies, and device return is not expected. No additional or relevant information has been received to date.

Event description:
Information was received which reported that the patient had also experienced an increase in seizure intensity when experiencing an increase in seizures. No additional or relevant information has been received to date.